Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional physical investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
A pump explant was alleged due to an underinfusion volume discrepancy. The expected volume was 6 ml and the actual aspirated volume was 18 ml. The patient also complained of unrelieved pain. A catheter dye study was performed, which confirmed that the catheter was patent. Physician injected contrast and programmed a bolus. A stethoscope test was performed and the valves could be heard opening and closing. No pump errors was observed and the contrast was still in the side port. The pump was later explanted.